Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited 5 episodes of noise on the rate/sense and shock channel, which resulted in oversensing and pacing inhibition. The patient is pacer dependent; however, there are no reports of syncope. The lead diagnostics are desirable and the noise could not be reproduced.